Manufacturer narrative:
Device history records (DHR): a as no lot numbers were provided for the devices, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. No trend analysis could be performed as no item numbers are available. Event description: it is reported that a patient was implanted with a fitmore cup - metasul liner combination and underwent revision surgery after unknown time in vivo due to loosening. During revision procedure delamination of the sulmesh grid an breaking off the fins were noted. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Only one intra operative picture was received. It shows the fitmore cup with clearly laminated sulmesch grid. The picture also shows an unidentified metal head in a kidney dish. Note: the head was added as an associated device in the complaint during case investigation process, as it is assumed to be a zimmer biomet device, since also the cup (fitmore ), liner (metasul) and stem (cls ) seemed to be zimmer biomet devices. Devices analysis: no product was returned to zimmer biomet for in-depth analysis, according to the information received, the device was discarded at the hospital. Root cause analysis root cause determination using dfmea: aseptic loosening due to pe wear due to motion between liner and cup. Possible: no devices were receive for investigation. Therefore, the condition of the liner is unknown. Aseptic loosening due to ti wear due to motion between bone screw and cup. Not possible: it was reported that a fitmore cup with fins was implanted. For this device no bone screw is intended. Aseptic loosening due to insufficient primary stability due to design. Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. Aseptic loosening migration of cup short term and long term due to insufficient secondary stability due to surface structure / design. Not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process post market surveillance. Stress shielding leading to aseptic loosening due to incorrect distribution of load due to design => not possible: a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process impingement with stem, dislocation, subluxation migration of shell short term and long term due to malpositioning of implant (wrong alignment of cup). Possible: no surgical report of implant and/or x-rays were received for review and assessment. Therefore, it cannot be verified if the cup was implanted in correct position. Fracture / damage / loosening of shell due to wrong behaviour of the patient/ high patient activity (eg. Contact sports, weight,¿). Possible: as with the information provided, adherence to rehabilitation protocol is unknown. Partial loosening and subsequent debonding/ fracture of sulmesh due to incorrect distribution of load due to design. Possible: CAPA was initiated regarding this risk. Since manufacturing date of the device is unknown, this possible cause cannot be excluded. Conclusion summary: neither x-rays, operative notes, nor office visit notes, were received. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. One intraoperative photo of the cup was received, the delamination/debonding of the sulmesh grid is clearly seen and can be confirmed, however due to inappropriate quality of the photo, further assessments (e.g. Confirmation of breakage of the fins) cannot be done. Possible reasons leading to the failure include malpositioning of implant, wrong behaviour of the patient/high patient activity and incorrect distribution of load due to design. However, due to significant lack of information, it is impossible to perform a meaningful analysis of the reported event and to determine an exact root cause. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted an unknown fitmore hip cup on an unknown date and the patient underwent revision surgery on (B)(6) 2017 due to loosening. It was also reported that after explantation of the cup, delamination of titanium mesh and breakage of fins were noted.